Event description:
Endo wrist vessel sealer harmonic jaw broke into two pieces during surgical procedure "robotic assisted pancreatic duodenectomy." The two pieces were recovered. The robotic vessel sealer was working and then quit working during the procedure.